Manufacturer narrative:
The device was evaluated and found that with the blocks and springs gone there was nothing restraining the actuator arm¿s natural tendency to turn, damaging the recess the arm pushes down on to lift.

Event description:
Blocks and spring came off from base causing the spindle to damage base.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Blocks and spring came off from base causing the spindle to damage base.